Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the image processor were installed. The beam was aligned and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the unit would only save a few patient cases before rewriting over the oldest case. This situation is a potential hazard because it results in a loss of data. There was no patient injury or death reported.